Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: constant air in line errors. No patient harm/infusion stoppage reported. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a set ID failure. The device was not able to pass testing as the set ID & bubble detector were always giving an erroneous air in line warning. The device was internally investigated and no physical damage could be identified.